Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause; cannot duplicate with retains. Source; phone.

Event description:
Reported 1 false positive sars result for one symptomatic patient. The customer communicated the result was confirmed negative by molecular (pcr testing).